Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A cartridge change was performed to address the issue and subsequently multiple cartridge alarms (alarm 29) occurred during the load sequence. Blood glucose level was in the 270's mg/dl range. Reportedly, the customer had alternate insulin therapy available.